Manufacturer narrative:
The user exceeded the weight capacity of the device. The acrylic exceeded it's life expectancy.

Event description:
Customer rolled out of the tanning bed and broke the base acrylic injuring their shoulder.